Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to open wires in the trunk cable. The trunk cable was cut. The root cause for the cut cable was physical abuse. No adverse event resulted from the cut cable. The pt rec'd a replacement electrode belt.